Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead triggered a lead safety switch (lss) to unipolar due to a high out-of-range pace impedance measurement greater than 3,000 ohms characterized as a sudden spike in ra pace impedance trends. Following the lss, the patient began to experience lightheadedness due to noise with oversensing and pacing inhibition with unipolar pacing. It was noted that the ra pace impedance measurement in unipolar was 442 ohms. Review of bipolar sensing revealed farfield signals without oversensing on the ra channel from prior to the lss. In addition, this pacemaker stored a signal artifact monitoring (sam) episode due to minute ventilation (mv) signal oversensing. The pacemaker was programmed to ddd until next steps were decided. A few days later, this ra lead was explanted and replaced due to lead fracture. Fluoroscopic imaging also showed what appeared to be an acute bend in the ra lead going into the header. The pacemaker remains in service. No additional adverse patient effects were reported. The explanting hospital will handle lead return.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was thoroughly analyzed. Visual inspection confirmed that the whole lead was returned. Resistance testing found that the lead was not electrically continuous. Detailed analysis confirmed that the outer conductor coil had a break approximately 16 cm from the terminal end. Based on the characteristics of the fracture, it was determined that it was consistent with cyclic fatigue damage. Analysis concluded that the clinical observations of high impedances and noise were likely caused by the confirmed fracture.

Event description:
It was reported that this right atrial (ra) lead triggered a lead safety switch (lss) to unipolar due to a high out-of-range pace impedance measurement greater than 3,000 ohms characterized as a sudden spike in ra pace impedance trends. Following the lss, the patient began to experience lightheadedness due to noise with oversensing and pacing inhibition with unipolar pacing. It was noted that the ra pace impedance measurement in unipolar was 442 ohms. Review of bipolar sensing revealed farfield signals without oversensing on the ra channel from prior to the lss. In addition, this pacemaker stored a signal artifact monitoring (sam) episode due to minute ventilation (mv) signal oversensing. The pacemaker was programmed to ddd until next steps were decided. A few days later, this ra lead was explanted and replaced due to lead fracture. Fluoroscopic imaging also showed what appeared to be an acute bend in the ra lead going into the header. The pacemaker remains in service. No additional adverse patient effects were reported. The explanting hospital will handle lead return.